Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2017-08588. It was reported that the patient experienced ineffective stimulation due to autoreducing. Reprogramming was unable to provide resolution. As a result, the patient underwent surgical intervention on (B)(6) 2017 to have their leads explanted. The physician was only able to replace one lead due to scar tissue. Effective therapy was restored post operatively.